Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No missing sticker noted.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 314 mg/dl. The customer stated the pump has moisture under screen. The customer stated that he went skiing today and pump was in pocket so possible moist air. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.